Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis confirmed the reported low battery voltage. The device was fully functional with nominal system current drain throughout the analysis when powered by an external supply. Since there was no evidence of a high current drain condition, the cause of the depleted battery was not determined. No hybrid anomalies were observed. Battery analysis revealed small, isolated lithium (li) plating observed in the headspace region and under the headspace insulator, but no li-plating was found touching the cathode tab or cathode material. Based on the destructive analysis, no evidence of an internal short was found to account for the premature device depletion. The lithium (li) anode was intact along its entire length, with only minimal localized discharge found along the leading edge. The separators, insulators and welds were intact and in good condition; there was no evidence of an internal battery problem. A review of the manufacturing data found no anomalies nor irregularities noted during the manufacturing of this cell and the battery passed all inspections and electrical testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by clinic that the device had reached elective replacement indicator (eri) and was explanted and replaced. The device was returned to the manufacturer and subsequently tested out of specification as inconclusive. No patient complications have been reported as a result of this event.